Event description:
Oversensing with inappropriate shocks was reported. Tachy therapies have been deactivated. The patient is booked for lead replacement.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes .

Event description:
Oversensing with inappropriate shocks was reported. Tachy therapies have been deactivated. The patient is booked for lead replacement.